Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps broke and the instrument was unable to be removed from the trocar. The entire trocar had to be removed from the patient so as to remove the broken instrument. It was reported that no fragment feel inside the patient. A new trocar and new prograsp forceps were used and inserted to continue the procedure. The broken prograsp forceps had to be manipulated to remove it from the trocar for cleaning. The procedure was completed with no reported injury. Intuitive surgical inc. Made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken main tube at the distal end. There was a missing fragment of material measuring approximately 0.20 inches x 0.14 inches. The wrist assembly was no longer straight due to the damage. The primary failure of a broken main tube was found to be related to the customer reported complaint and the root cause was attributed to mishandling/misuse. There were additional findings related to the reported customer complaint. The main tube exhibited signs of scratch marks/abrasions on the distal end measuring approximately 0.03 inches to 0.45 inches in length. The scratch marks/abrasions were not aligned with the tube axis. Additionally, it was noted material was missing from the surface of the main tube (approximate size of material not provided). The root cause of these findings is attributed to mishandling/misuse (e.g. Excessive contact with abrasive or hard surfaces during transport or reprocessing). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the prograsp forceps (part# 471093-11 / lot-sequence# k10211018-0237) associated with this event was performed. Per the review, the prograsp forceps were last used on 18-feb-2022 during a benign hysterectomy procedure on system serial# (B)(4) and had three lives remaining. The review did not identify any related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.